Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged battery event could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the battery was noted to be depleting quickly. There was no impact to blood glucose. Reportedly, the customer declined troubleshooting with tandem's technical support.